Event description:
The patient went to surgery for a mitral valve replacement. The patient returned to surgery later in the afternoon for post-op bleeding at the operative site. Returned to surgical intensive care unit (sicu) on a intra aortic balloon pump. During the night shift, the balloon console was alarming continuously. The console was changed out two times without resolution of problem. Physician was called to bedside and was about to change out the intra aortic balloon catheter as it was working only intermittently for about 10 seconds at a time. The patient underwent cardiac arrest during the time the balloon was intermittently functioning. The patient was resuscitated and a new balloon was inserted but currently the patient remains unresponsive in critical condition and appears to have sustained permanent neurological damage. We have had several other reported issues with this same fiberoptic catheter over the last several months (balloon failures, various alarms) which have been recently reported to the manufacturer for this device. We have obtained lot numbers from the shipments several months ago. If these lot numbers are needed we have them but we have not saved the outer wrappers from these past events to confirm actual lot numbers involved. Stated by arrow they have not had a 'reportable number of complaints involving this product. They feel the lack of wire reinforcement in this particular catheter may be leading to kinking and thus the alarms being generated. Has offered additional trouble shooting training for users in august.'